Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that it doesn't seem like it's working that well. Patient stated they kind of back slid a little where they were having to use the restroom more often and having leaks when they exercise. Agent asked patient if they were getting at least 50% relief in baseline symptoms and patient stated they started tracking the diary again today because they wanted to quantify what's going on. Patient added they went through a security screening device in early march and they didn't turn it off and they wondered if that could have affected their therapy. Reviewed compatibility information. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.